Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2017 with blood glucose of 600 mg/dl. Customer had symptom of high blood glucose; customer was lightheaded, weak, dizzy and confused. Customer was hospitalized due to high blood glucose. Customer was treated with insulin shots. Customer was wearing insulin pump at the time of hospitalization. Customer was not able to troubleshoot due to blank display. Customer was not able to leave hospital until insulin pump was working properly. Customer was advised that insulin pump would be replaced.